Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited noise. No intervention was performed. There were no patients consequences.

Manufacturer narrative:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited noise. No intervention was performed. There were no patient consequences.